Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, -21.00 diopter in the patients left eye (os). At one year post-op, the eye developed a visually significant anterior subcapsular cataract. The patient underwent phaco aspiration of the cataract with icl in situ and a standard power pciol was implanted. One year after the left eye cataract surgery, the patient had udva of 20/120, cdva of 20/40 and subjective refraction of +3.00 ds.